Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: investigation into the pump¿s history revealed multiple call service alarms after the pump alarmed to replace the battery. The complaint of a blank display issue could not be duplicated or confirmed upon investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.